Manufacturer narrative:
The initial reporter named in is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product was returned with the membrane loosely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting at approximately 76.2cm from the iab tip. No other defects were observed. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00188, a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.